Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
On (B)(6) 2010, the patient began treatment with dianeal pd4 ultrabag, intraperitoneally (ip), for (B)(6). On (B)(6) 2010, while the patient was receiving peritoneal dialysis (pd) therapy, the solution collecting bag was leaking fluid. On (B)(6) 2010, the patient felt uncomfortable. On (B)(6) 2010, the patient developed peritonitis and was hospitalized the same day. Also on (B)(6) 2010, a peritoneal effluent culture was performed, which revealed (B)(6). The patient was treated with unknown medication. At the time of this report, the patient continued to be hospitalized and was recovering from the event of peritonitis with (B)(6). The outcome for the remaining events of collecting bag was leaking fluid, felt uncomfortable and diarrhea were not reported. Dianeal was ongoing. The reporter believed it was possible that the event of peritonitis with (B)(6) was related to dianeal therapy. The consumer did not comment on causality for the remaining events.